Event description:
It was reported by the customer that their reservoir was had insulin leaking past both o-rings. During troubleshooting, the customer was asked to remove the infusion set from body. Customer stated there was liquid underneath the lcd screen and in the reservoir compartment. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).